Manufacturer narrative:
Covidien reference # (B)(4). Covidien evaluated the device and replaced the line interface 2 printed circuit board (pcb) and graphical user interface (gui) pcb. The ventilator passed all testing. Further investigation reveals that the communication cables that connect the ventilator to the hospital central monitoring system being used at the hospital intensive care unit (ICU) were rusted due to liquid leaking and were wetting them. The customer was advise and the cables were replaced.

Manufacturer narrative:
(B)(4).

Event description:
Covidien received information that during use on a patient, the customer connected port usb on the back of the pb980 ventilator. The display screen became blank and no alarm was heard. The patient was removed and placed on another ventilator with no harm or injury occurred. The customer reported that the patient status is stable.